Event description:
It was reported that the patient's incisions were opened and infected. The patient underwent an explant procedure, and was doing well postoperatively. It was believed that there were some underlying health condition that caused the incision to not heal properly. The explanted devices were discarded by medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7073608.